Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Investigation summary a labeled winding former with a suture in several pieces of product code (B)(4), lot # hg6505 was returned for analysis. The needle was not returned for analysis. During the visual inspection of the suture pieces, the suture had begun the process of disintegration, since the sutures were broken in several sections in the tray. The product code (B)(4) contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional tests could be performed due to sample condition. Also, the foil was not returned for evaluation to determine if any damaged was present, that could be attributable to degradation of the suture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to that the foil was not received, it could not be determined what may have caused the reported incident of "the suture material started disintegrating¿.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the package had any hole, tear, or puncture that compromised sterility? Was the seal open or incomplete?

Event description:
It was reported that during wound closure on (B)(6) 2018 suture was used. When the surgeon removed the suture from the package the suture material started disintegrating. A different suture device was used to complete the procedure. There were no patient consequences reported.